Event description:
On 2/6/2023, it was reported by a sales representative via email that an ar-2324kbcctt biocomposite knotless swivelock eyelet broke off while tensioning. The rest of the anchor, screw and sutures remained in the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging during use.

Event description:
Additional information received on 2/13/2023: this was discovered during an rcr procedure on (B)(6) 2023. While tensioning the knotless mechanism, the anchor broke off. An open cutter was used to cut the sutures that were passed through the eyelet. A king fisher was then used to grab the eyelet and the attached suture to remove from the joint the interlocked part of the knotless mechanism suture came out with it. Since the main part of the eyelet and screw stayed in place, the tigertape was kept in.